Event description:
A customer reported experiencing a cartridge alarm during the pump's load process, which led to a blood glucose level of 400 mg/dl. To address the issue, the customer used multiple daily injections to correct the high blood glucose. Technical support confirmed no history of similar alarms with this pump and decided to replace the pump because it was still under warranty. The customer was instructed on how to store and return the malfunctioning pump and acknowledged the receipt of a replacement pump, which included the latest software update. Additionally, they were advised on programming their pump settings and connecting their cgm to the new pump.